Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: service history for the past six months from the awareness date was performed. No service history review can be performed. The item has not previously been in for service. There is no information relevant to the current complained issue. Power tool evaluation was completed for this device. The reporter's complaint that the (lot 004648) small battery drive runs intermittently could not be confirmed. The unit was tested and passed all manufacturing specifications, however it was noted that it makes an unusual noise. Evidence indicates this is due to usage wear over time. The manufacture date of this item is 9-nov-2011. The source of the manufacture date is the release to warehouse date. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device was used as a veterinary product in a veterinary procedure. Device is marketed for human use. No patient information will be provided. The device is a power tool and not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. An additional evaluation and power tool evaluation have been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported an event occurred on (B)(6) 2014 by the hospital/registered veterinary technician that the surgeon advised the 532.010 (small battery drive) is acting up the last couple of times the hand piece was used; it is locking up and not functioning properly. No report of patient or procedure harm noted. No further information was available. This reported event included one small battery drive. This is report 1 of 1 for complaint (B)(4).